Event description:
It is reported that the pt reported pain approx 3 weeks before surgery, x-rays indicated fractured humeral component. Pt was revised in 2008. Humeral component had little bone support distally near flange as apparent on x-ray. Pt did not remember falling or lifting heavy object. Pt has existing head injury affecting memory. Both pieces of fractured humeral component were removed uneventually, and new humeral prosthesis was implanted and connected to existing to well fixed ulnar component. Implant date is unk.

Manufacturer narrative:
Eval summary: the complaint states that there were little bone support distally. No x-ray were provided. This condition may have contributed to the failure. The sem analysis indicates that the failure occurred by fatigue which, corroborates that. The exact cause cannot be determined with certainty. Device history records indicate all components were mfg and inspected to spec. Scanning electron microscopy analysis (sem)/energy dispersive spectroscopy (eds) analysis was performed. No mfg abnormalities could be detected by either method.